Manufacturer narrative:
The afp reagent lot number and expiration date were requested, but not provided. The field service engineer determined there was reagent carryover. The rinse station's alignment had drifted, causing a position offset. Due to the offset, the reagent probe was not being cleaned adequately. Reagent microparticle residue was observed on the reagent probe. The rinse station was re-aligned and the reagent probe was cleaned. Performance testing and precision studies passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys afp on a cobas e 602 module. The samples were repeated since the initial values did not agree with the clinical diagnoses of the patients. The first sample initially resulted in an afp value of 136.4 ng/ml and it repeated as 2.81 ng/ml. The second sample initially resulted in an afp value of 16.19 ng/ml and it repeated as 5.37 ng/ml.